Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A health care professional reported that a patient received a low reading on a hospital adc blood glucose meter. A health care professional reported a reading of 42 mg/dl which was lower than laboratory reading of 260 mg/dl. The results when plotted on a parkes error grid fell into the "d" zone showing the difference in values to be clinically significant. There was no death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The reported test strips were not returned for investigation and valid lot number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for all precision strips within expiration at the time of complaint were reviewed and the DHR review showed no there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint. Clinical data was reviewed and confirmed that precision pro strips continue to be safe, effective, and perform as intended in the field. Stability data for precision pro strips was reviewed and showed no anomalies or non-conformances that could lead to the complaint. A tripped trend review was completed for the reported complaint and precision pro test strips, no further track and trend review was required due to low rate of confirmed complaints. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A health care professional reported that a patient received a low reading on a hospital adc blood glucose meter. A health care professional reported a reading of 42 mg/dl which was lower than laboratory reading of 260 mg/dl. The results when plotted on a parkes error grid fell into the "d" zone showing the difference in values to be clinically significant. There was no death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. Unsatisfactory control solution results were observed during testing. Meter was sent for further investigation. Meter was de-cased and visual inspection was performed on the internal circuit board, no issues were observed. The test strip port module was dismantled and fiber contamination was observed. No product deficiency was identified.

Event description:
A health care professional reported that a patient received a low reading on a hospital adc blood glucose meter. A health care professional reported a reading of 42 mg/dl which was lower than laboratory reading of 260 mg/dl. The results when plotted on a parkes error grid fell into the "d" zone showing the difference in values to be clinically significant. There was no death, serious injury or mistreatment associated with this event.